Event description:
Lenses have been distributed that absorb light in a portion of the visible range (approx 460 - 500 nm) and consequently do not conform to the spectral transmittance curve provided in the product labeling. This info was initially received by co from a physician and promptly confirmed by in-house testing. This info was obtained during the course of an ongoing investigation of a number of recent reports of lenses with a yellow appearance. As of 1/26/96, 197 lenses have been reported to exhibit this phenomenon; 136 of these lenses have been returned to co thus far. Nine (9) lenses with a yellow appearance have reportedly been implanted to date. These 197 reports represent less than 0.03% of the total lenses distributed to date. Co is actively investigating these reports. Corrective actions implemented at this time: sterilization of product at sterilizing co has been suspended as of 1/25/96, pending the resolution of this investigation. Distribution of lenses mfg at the mfg facility between august and october, 1995 has been suspended as of 1/26/96, pending the resolution of this investigation. Co is preparing a "dear customer" letter to inform physicians about this phenomenon and to request that they return any lens exhibiting a yellow appearance to co for replacement. Co will provide a concurrent copy of this communication to FDA. Co will establish and maintain a log of pts implanted with lenses exhibiting this yellow appearance to monitor for any latent clinical effects. (*)